Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. No further testing could be performed as the sample was discarded by the customer. The discordant, falsely low sodium results were consistent with a clot in the patient sample. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample upon initial and repeat testing on an advia 2400 instrument. The discordant results were reported to the physicians, who questioned them. The sample was sent to a different laboratory and was repeated on an alternate platform, resulting higher than the results obtained on the advia 2400 instrument. The corrected result was reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.